Event description:
It was reported that the patient had not used her device for several months due to an unrelated procedure that caused her to have an open wound and she did not want it on. The patient had not had it on for ¿a while.¿ the patient¿s last recharge was two months prior to report. After healing from her procedure she turned it on and it ¿did not work.¿ the patient recharged ¿last week¿ and stated she was able to turn stimulation on ¿last friday¿ and felt stimulation at that time. The patient observed a reposition antenna icon on the recharger when she tried to charge. The patient also observed a power on reset (por). There were telemetry issues. The next day, on (B)(6) 2014, a physician mode recharge (pmr) was conducted and it only took one sixty minute session to get the implantable neurostimulator (ins) out of overdischarge. The next day, when the por was cleared, the manufacturer representative observed a 0x2608 code. It was noted that the device was fully charged and working. In addition, the patient was doing great and receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).